Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lower screen on the lcd (liquid crystal display) is not working. Lcd is out of electrical specification. Upper and lower cases, side bail cover, and ring cover are broken. One side bail is bent. The ring is missing. Battery drawer o-ring is missing.

Event description:
It was reported that the lower display screen on the external pulse generator had a vertical line on it. The return paperwork indicated that the lower display screen would not come on at all. The generator was returned for service. No patient involvement was indicated for this event.